Event description:
A patient reported: "I also want to report the following symptom. Occasionally, during the course of my treatment I had pain in my left ear (~5 times in the last 2.5 years). The ear nose and throat doctor did not see anything out of ordinary and thinks this is a tooth pain, my dentist did not see anything out of ordinary either. I noticed that I had more of that pain in the last 2 months while being on the steps 4-6 of the bottom aligners. I no longer report this pain to doctors as they cannot do anything. I think it is related to byte treatment." On a later date the patient reported: "I want to report the pain in my right ear again. The pain is serious enough and has lasted for 2 weeks now. I cannot fully close my teeth. I feel that my jaws are misaligned, so when I try to close my teeth, the left side seems to be closing fully, and the right side is not fully closing, and I start feeling pain (with strength of 5 out of 10). This is most likely related to byte treatment. I just received a new impression kit, but I think I need further advice on what to do with pain. The ear doctor thinks it is jaw pain. The dentist did not see any issues on the last check in a month ago.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.